Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Allergan has performed due diligence requesting additional event details, as well as treatment information, from the coolsculpting treatment provider. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
Allergan received a report that a female patient was treated on (B)(6) 2019 with coolsculpting to the upper abdomen, mid abdomen, lower abdomen, arms, inner thighs, outer thighs, and submental area using a cooladvantage applicator. The patient was treated on (B)(6) 2019 with coolsculpting to the mid abdomen and bra roll/back area using a cooladvantage applicator. In (B)(6) 2019 the bra roll/back area, submental area, arms, and inner thighs developed hardness with visible enlargement. On (B)(6) 2020 the patient was assessed by a physician who diagnosed the abdomen, arms, bra roll/back area, submental are, and inner thighs with paradoxical hyperplasia (ph).